Event description:
The catheter broke during removal. The catheter broke near the oval disc and the catheter was retrieved successfully with forceps.

Manufacturer narrative:
The sample is currently en route to the becton dickinson facility for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.